Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hematoma was most likely use related due to high act> 400.

Manufacturer narrative:
Additional information was provided that the device was discarded. If additional information is obtained that was not available for the initial report, another follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 86-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre support clinical status consistent with scai shock stage d) underwent placement of an impella cp via right femoral arterial access on (B)(6) 2026 at 18:50. The device was inserted percutaneously in the cardiac catheterization laboratory. This event involved access site bleeding with hematoma formation following impella cp placement in a critically ill patient with cardiogenic shock, supratherapeutic act, and severe renal dysfunction. Hemostasis was achieved with manual pressure and femstop application, and no blood transfusion was required. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition, renal insufficiency, diabetes mellitus and they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.